Event description:
Pt states pump sn (B)(4) ((B)(6) 2019) will not let her do anything and every time she turns pump on gives her an error. Pt states error is followed by a number, but unsure what the exact error code is. Pt states she does not have a battery for her pump and cannot turn it on, so unable to provide any further regarding error. Pharmacy will be sending a replacement pump. No other info is known. The error did not occur while in use and did not cause any harm to the pt. The malfunctioning pump will be returned to pharmacy and pt will receive a replacement. Dose or amount: 70.1 ng/kg/min, frequency: 375 microl/hr, route: IV, from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.